Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the distal tip of the guidewire (subject device) broke inside the catheter while trying to torque it. There was no resistance during the procedure but, it stopped responding at some point and then broke. The procedure was not completed successfully but unrelated to the incident. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the the distal tip of the guidewire (subject device) broke inside the catheter while trying to torque it. There was no resistance during the procedure but, it stopped responding at some point and then broke. The procedure was not completed successfully but unrelated to the incident. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject guidewire broke inside the catheter while working intracranial. It was further reported that the wire broke inside the catheter while trying to torque it. Additional information provided by the customer indicated that the dispenser hoop was flushed before removing the guidewire and no resistance was encountered when removing the guidewire from the dispenser hoop, no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained during the duration of the procedure, the patient's anatomy was fairly tortuous, no difficulties were encountered during usage of the device that could have contributed to the issue, the guidewire tip was shaped, and the issue was noted on the distal tip, nearly 15cm. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.